Manufacturer narrative:
(B)(4). The product was not requested for manufacturer's laboratory investigation as the failure is known to maquet cardiopulmonary and is thoroughly investigated under (B)(4) with the following outcome: an investigation of oxygenators in question showed that the venous pressure sensors are probably corroded. A white crystalline substance has been found on the pins of the pressure sensor. The priming solution leads to an electrolysis when cardiohelp starts to work. The electrolysis starts instantly and causes a "short circuit" between the pins. The "short circuit" furthermore leads to implausible sensor pressure readings. The most probable root cause is that varnish applied on pcb and plugs of venous pressure sensor does not resist the etching of the saline. The root cause investigation is still pending.

Event description:
(B)(4). During support of the patient, the pven stopped working and displayed dashes "---". Ensured the integrated sensor cable was properly connected, yet the pven would not display a value. The pint and part were displaying values. No issues when priming. Product was not changed out and no patient issues. (B)(4).